Manufacturer narrative:
G5:510(k)#: k102985. B4: (B)(6) 2021. Multiple attempts were made to obtain information regarding the repair and operational status with no response from the customer and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Event description:
It was reported that the ventilator's tidal volumes keep getting really high while in use ever since putting high flow therapy option. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.